Manufacturer narrative:
The pod was received fully deployed. The pod data showed the device was deactivated after 1386 pulses and delivered multiple immediate boluses indicating typical user-device interaction. No damages or defects to the needle mechanism were observed. The needle mechanism was reset and redeployed without issue. No problem was found. Lot release records were reviewed and the product lot met all acceptance criteria. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - operating system: data not available. Cloud - hardware: data not available. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the needle mechanism had fully deployed before the pod was able to be used. No impact to the patient's glucose level was reported. Details regarding treatment were not provided.